Manufacturer narrative:
Sample and patient information was not provided. The customer obtained ind flags on level 1 and level 3 accutni qc. On (B)(4)-2011 a bci field service engineer (fse) noted that the customer incorrectly loaded the reagent pack in the wrong place fse removed and discarded the reagent pack. User error is the root cause for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to receiving an indeterminate (ind) flags on one patient's accutni result and qc results which were generated by the access 2 immunoassay analyzer. The results were not reported out of the laboratory. The sample was repeated on an alternate unit and result within range was obtained. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.